Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument involved with this event; however, the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was moving in opposite direction. The procedure was completed with no reported injury.